Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. It is noted that the malfunction code is resettable, and technical support will continue with the necessary procedures when the customer follows up for a pump reset.